Event description:
The company received a report where it was claimed that the inner cannula of the specified tube broke inside the tube during patient use. The customer reported that force was used to pulled out the inner cannula but broke. The end clinician elected to extubate the tube and reintubate with a replacement tube.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.